Event description:
Procedure: chemosite insertion. According to the reporter: the needle was blocked and there was no flow into the port. The surgeon removed the port and inserted a new one.

Manufacturer narrative:
Initial report sent to FDA on 08/11/2008.